Manufacturer narrative:
The reported event of ¿the lead was kinked¿ was not confirmed. A complete lead was returned in one piece with helix retracted and clogged with blood. No lead anomalies were found except for procedural damage. Final analysis found no indication of conductor fractures or internal shorts.

Event description:
New information received noted that the right ventricular (rv) was kinked.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During device preparation, the low-voltage lead was kinked. The low-voltage lead was not used and was replaced on (B)(6) 2025. The patient was discharged following the procedure.